Event description:
It has been reported to philips the customer called with the AED stating remove and reinsert the battery to test when the blue I button is pressed. When I instructed the customer to take out the battery and reinsert the AED battery doesn¿t initiate the bit and begins to emit a single chirp. I advised to remove AED from service. The AED is under warranty and to be replaced at zero cost to the customer under ib warranty exchange.